Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, and the customer was informed about the need for replacement and provided with a backup pump to ensure insulin delivery continuity.